Manufacturer narrative:
Corrected information.

Event description:
It was reported that, during a meniscus surgery, the knot could not be pushed after both ts were implanted; the suture had to be cut and implants were removed from the patient. The procedure was completed with a back-up device. Surgical delay was less than 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Foreign post code - (B)(6). One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the needle. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the insertion needle or were returned. Without the return of the suture the reported complaint cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that, during a meniscus surgery, the knot could not be pushed after both ts were implanted; the suture had to be cut but implants were left secured in the patient. The procedure was completed with a back-up device. Surgical delay was less than 30 minutes. No patient injuries were reported.